Event description:
It was reported that prior to an unk procedure, the device was tested but the hand activation did not work. Unknown how case was complete. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.